Event description:
It was reported that the customer was hospitalized due to high blood glucose of 575mg/dl, and he was treated with an insulin drip. It was stated that the customer was experiencing vomiting, tired, and fatigue. The mother stated that the doctor believes the customer had a stomach virus. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found a no delivery alarm. Assisted the caller to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the mother to remove the cannula, and it was not bent or occluded. Recommended the caller to change the infusion set every two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.